Event description:
It was reported that during an implant, a pericardial effusion occurred. This resulted in tamponade and required drainage. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.